Event description:
It was reported "white powder-like spots" were found "scattered" all over the inside of the product package. The spots were noted prior to use and, as a result, the product and package were not opened or used.

Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. There were no reports of pt involvement. Additional event details have been requested. Should additional info become available, a follow-up report will be submitted.